Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller (MRI tech) reported poor communication when trying to sync to the implant using the programmer. Caller reports the patient told them that the system does not work and did not relieve her symptoms. However when the caller spoke with the patient during the call the patient stated the issue with the system was that she could only use the therapy when she was laying down. When she would sit up/stand she would feel shocking. Patient noted she last recharged the implant sometime in 2017.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient had prior overdischarge in 2017 and between yesterday and today, the rep performed 6 physician recharge modes and the ins was still not brought out of overdischarge. The rep reiterated information about spot on patient's kidney (unknown left or right side) and that they have been in and out of the hospital and patient indicated ins has likely been dead for about 2 years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. As previously reported, it was noted that the patient had not been using the system for 2-4 years. It was reported that the battery is depleted. The caller stated he had not seen the patient for 3.5-4 years. The patient needed an MRI for reasons unrelated to the patient's medtronic device. It was recommended that MRI mode be activated prior to scanning, the caller planned to follow-up with a manufacturer representative for further troubleshooting.